Event description:
It was reported that the patient presented for initial implant. When implanting the pacemaker it was noted that the device was missing a screw. The device was not used. Another pacemaker was used to complete the procedure. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.